Manufacturer narrative:
The employee stepped on the door pedal of the sterilizer, but the door did not open fully. The employee then tried to reset the door by manually pushing it down and sustained a burn as a result. The employee has returned to full and normal work duties. A steris field service technician arrived onsite, inspected the unit, and identified the door cable required replacement. Additionally, the technician was notified that the employee was not wearing proper ppe at the time of the reported event. The technician replaced the door cable, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. Section 1 of the operator manual for the 20" amsco century sterilizer states, "sterilizer rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation." The technician has discussed the importance of wearing proper ppe in accordance with the use and operation of the amsco century sterilizer.

Event description:
The user facility reported an employee sustained a burn while manually trying to close the door to their 20" amsco century sterilizer. The employee sought medical treatment and received a topical ointment to treat the reported burn.